Manufacturer narrative:
Initial.

Event description:
It was reported that the patient awoke with a low blood glucose of 66 and treated the event with orange juice, after which glucose returned to range, with no accidental meal announcement, no outside insulin, and no medications known to affect glucose; available information did not identify a device malfunction and device component details were insufficient. Symptoms included hypoglycemia. Outcomes included the need for oral glucose as an unexpected medical intervention. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings due to insufficient information regarding a device problem or specific component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.